Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with cracked case on display window corners, severe scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported button error alarm. Customer's blood glucose was 77 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to their back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.